Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high blood glucose while using the ilet with a 23" teflon inset infusion set, with logs showing a dosing stopped event over several hours and a fingerstick reading of 554 mg/dl accompanied by high ketones; the user paused pump therapy, administered subcutaneous insulin by pen, completed a full supply change, and later reconnected to the ilet. Symptoms included hyperglycemia and nausea, with initial chest pain that resolved after treatment. Outcomes included a delay to treatment or therapy due to the dosing interruption without hospitalization. Investigation included communication with the user and analysis of information provided by the user and device reports. Investigation of this case revealed no device problem found and a usage problem identified, with improper or incorrect procedure or method noted and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.